Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient felt the implantable neurostimulator (ins) had been eating it way through her skin since implant. It was so sensitive that when someone would brush up against the ins it was very painful, worse than the pain she had it implanted for. She was trying to find a healthcare provider (hcp) to remove the ins because her skin had been scarred when the little implant was in the upper buttock area. While the patient was swimming in a public pool, the ins had eaten through her skin, not at the incision site, and the bottom of the ins was coming out of the skin. She went to the emergency room and was admitted to the hospital because she had an open wound. The ins was the removed. One of the hcp told her that she might have had anallergic reaction to the ins because there was nickel in the product, but the patient was not sure. She also had a bacterial infection sometime between the date the ins pushed through the skin and the date it was removed. They were not sure of when it started. The patient thought that I could have been when the ins pushed through the skin while she was in a public pool. Because they found the infection they had to keep her a little longer and she was on the highest antibiotics a person could be on. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was reported indicating that the patient had a 50% or greater symptoms reduction. The patient had gone into the ER due to ulcer and infection around the battery of the device. There was a removal of the battery and stimulation generator on (B)(6) 2014. There was good relief of infection after the device was removed. There were perioperative antibiotics administered. The date of onset of diagnosis of the infection was (B)(6) 2014. The patient did not have meningitis. The patient had redness, swelling, drainage, pain, incisional wound opening, as part of the infection. The primary location was the device pocket. A culture was obtained at the device pocket. There were IV antibiotics instituted. The infection resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).